Event description:
The pt reported experiencing elevated blood glucose of up to 411 mg/dl since 2009. The pt bolused to lower blood glucose but levels did not decrease. The pt believes the infusion device delivers too little insulin. The pt also reported that the infusion device does not properly display the e4 (occlusion) error. The pt's normal blood glucose level is 90-130 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.